Event description:
Three patient samples with discrepant results. Patient 1, initial potassium result 7.66 mmol/l. Same sample repeated gave result of 3.88 mmol/l. Patient 2, initial sodium result 117 mmol/l, potassium result 2.9 mmol/l. Same sample repeated gave results of 141 mmol/l for sodium and 3.6 mmol/l for potassium. Patient 3, initial sodium result 121.9 mmol/l. Same sample repeated on a different analyzer gave result of 138.6 mmol/l. The initial results were not reported. The field service representative determined that there was a problem with low sample flow and low pressure in the mix tower. The instrument was repaired.